Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "signal loss" was reported. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.